Event description:
The users residual hearing has decreased and she no longer had benefit with the device. There is no known reason for the deterioration of the residual hearing. The user was still using the device with some limitations until her residual hearing decreased.

Manufacturer narrative:
The device has been partially explanted but the removed parts (coil and demodulator) have been discarded and will not be returned for investigation. The conductor link and floating mass transducer remain implanted. When available, a failure analysis will be submitted as a follow-up report.

Event description:
The users residual hearing has decreased (progressive hipoacusia) and she no longer had benefit with the device. The user was still using the device with some limitations until her residual hearing decreased. The surgeon removed the internal coil and demodulator section under local anesthesia but has discarded the removed parts so they are not available for investigation. The explantation reports stated that the reason for the explantation was an extrusion of the conductor link and progressive hipoacusia.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient fell out of audiological criteria range of vibrant soundbridge over time for undetermined reasons. In addition the recipient never really benefitted from the device most likely caused bay a coupling issue of the floating mass transducer. However no further information has been received. Furthermore, based on information from the explant report form, the conductive link extruded. The internal coil and demodulator section were explanted under local anesthesia but have been discarded. The conductor link and floating mass transducer remain implanted. Re-implantation is not planned at the moment. This is a final report.